Manufacturer narrative:
The customer reported that the screen on this unit is frozen and the mouse is not working. The customer rebooted the unit and it came back normally. The issue happens intermittently. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to the obtain information were made, but not provided: d10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.

Event description:
The customer reported that the screen on this unit is frozen and the mouse is not working. There was no patient injury reported.

Event description:
The customer reported that the screen on this unit is frozen and the mouse is not working. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the screen on this unit is frozen and the mouse is not working. The customer rebooted the unit and it came back normally. The issue happens intermittently. There was no patient injury reported. Investigation summary: the logs for this complaint and a similar complaint were reviewed and showed continous touch detection at the top and bottom areas of the screen. The continous touch detections lasted from 5 to 30 minutes. Due to the frequency and duration of the continous touch detections, human operation would not have been possible. A root cause could not be determined. The following field(s) contain no information (ni), as attempts to the obtain information were made, but not provided: d10 attempt # 1: 11/11/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 11/15/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 11/20/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.